Event description:
A report was received via social media that the patient was experiencing concentration of electrical impulses from the paddle leads in the neck. Jerking and twitching of the body was noted. It was also mentioned that the patient's arthritic knees tend to lock up requiring a cane to walk. The patient will undergo an explant procedure.